Manufacturer narrative:
Results: the proximal end of the guidewire lumen was damaged approximately 114.0 cm from the hub. The indigo system catrx aspiration catheter (catrx) was kinked and the guidewire lumen was punctured approximately 122.0 cm from the hub (approximately 8.0 cm from the proximal end of the guidewire lumen). Conclusions: evaluation of the returned catrx confirmed a hole in the guidewire lumen. If the catrx is advanced over a guidewire at extreme angles, the proximal end of the guidewire may protrude the guidewire lumen. Further evaluation revealed a kink on the catheter at the puncture location and the proximal end of the guidewire lumen was damaged. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system cat rx kit. During the procedure, while attempting to load a guidewire into the indigo system catrx aspiration catheter (catrx), the physician experienced resistance and the guidewire perforated out of the catrx port and into the catheter; therefore, both the catrx and guidewire were removed. The procedure was completed using a new catrx and guidewire. There was no report of an adverse effect to the patient.